Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product, f10/h6: medical device problem code. Additional information b5: the device settings were set to medium and the downstream occlusion alarm was going off prematurely (at around 3-4 pounds per square inch (psi). Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test on medium settings at around 3-4 psi" was reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.